Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned, analyzed and no anomalies were found. It was noted that the grommet was damaged.

Event description:
It was reported that one day post-op the device failed to sense the atrial and ventricular leads unless switched to unipolar. The pocket was opened and the leads tested fine bipolar. The leads were re-connected to the old device and tested okay as well. The lead slack was adjusted and "re-tied to vein and new device". No patient complications have been reported as a result of this event.